Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver log was reviewed and firmware errors were observed. The complaint was confirmed because there were indications that the receiver was "initializing the screen without manual restart" within the investigation window. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.